Manufacturer narrative:
Combination product: yes. Update 29. Apr 2025: complaint reported on wrong serial number. Correct is (B)(6). This report is now closed.

Manufacturer narrative:
Combination product: yes.

Event description:
Ra lead did not have stable capture and sensing had dropped. Dr removed the lead to reposition, however when he tried to adjust the helix he said it wasnt retracting smoothly and therefore asked for a new lead.